Event description:
It was reported intraoperative that when the right atrial (ra) lead and the right ventricular (rv) leads were connected to the header they exhibited high and undefined impedance and noise. Both leads were assessed thoroughly and no observations were found. The leads were disconnected and reconnected and impedance values were then normal and no further noise. The leads and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.